Event description:
It was reported that the accu-chek spirit combo insulin pump triggered e-7 several times on (B)(6) 2022. After inserting a new battery, the pump triggered e-7 again. It could not be restarted without this error message. As the customer did not have insulin pens as an alternative therapy option at home, she was admitted to the hospital with hyperglycemia to get diabetes treatment there. At the time of the report, the customer was still in the hospital.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.